Event description:
It was reported that the patient was revised due to loose femur and stem. Doi: unknown. Dor: (B)(6) 2023. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). H10: statement: additional information received determined that the revision was due to tibial tray loosening at the bone to cement interface. Upon further review, it has been determined that there is no allegation against the device, no reportable event. Further updates will only be provided if additional information is received that changes the regulatory determination.